Event description:
It was reported that the patient's atrial lead exhibited loss of capture, sensing and low pacing impedance. Diagnostic imaging showed that the lead was dislodged. The lead was explanted and replaced. The patient condition was stable.